Event description:
It was reported that on a remote transmission report there were missing telemetry markers on an episode of nonsustained tachycardia for at least three ventricular beats and two atrial beats. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.